Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that investigation of the returned heartmate 3 left ventricular assist device revealed extrinsic outflow graft obstruction (eogo), discoloration of the pump cable inline connector bend relief, and superficial damage to the outer jacket of the pump cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), revealed extrinsic outflow graft obstruction, superficial damage to the pump cable outer jacket, and discoloration of the pump cable inline connector bend relief. A specific cause for these findings could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 5.5¿ from the pump header. A distal portion of the pump cable was returned, measuring approximately 20¿. The modular cable was returned properly connected to the pump cable at the inline connector. Approximately 1.5¿ of the sealed outflow graft was returned secured to the pump cover outlet port. The outflow graft bend relief was properly attached at the graft hardware. An outflow graft clip was also returned, properly attached. The apical cuff was returned with the cuff lock fully engaged. A longitudinal crease was observed in the outflow graft. Removal of the outflow graft bend relief revealed an accumulation of tissue in the space between the outflow graft and the bend relief. The accumulation of tissue was well-formed into the shape of the crease, indicating that it was present for an undetermined amount of time during support. These findings are consistent with extrinsic outflow graft obstruction. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Visual examination of the returned portions of the pump cable revealed discoloration of the pump cable inline connector bend relief and a tear in the outer jacket approximately 2.75¿ from the inline connector. The pump header and pump cable were otherwise unremarkable. The left ventricular assist device event and periodic log files retrieved from the returned device captured the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and heartmate 3 patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.